Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Medtronic provided the following information: it was reported that during a cardiac ablation procedure, ventricular fibrillation (vf) was induced during radiofrequency application in the left ventricle, close to the septum and near the lead of another manufacturers implantable cardioverter defibrillator (ICD). The procedure was completed with affera. No further patient complications have been reported as a result of this event. On (B)(6) 2025 it was further reported that the patient was being treated for ventricular tachycardia, and that the patient was in sinus rhythm upon arrival. Ablation lesions were created in the cavotricuspid isthmus (cti), mitral isthmus (mi), right posterior inferior (rpi), left posterior inferior (lpi), and roof of the atrium. The patient's ventricular fibrillation was treated with external shock, and the patient was converted to sinus rhythm. It was noted that the patients ICD therapy was off prior to starting ablation. The biotronik serial number unable to be obtained. Should additional information be received this file will be updated.